Event description:
Distributor reported that during the initial test of the unit it would intermittently turn itself off and on. The following day, distributor was unable to duplicate the problem. There was no pt involved. It was found that the problem would only occurr if the unit was operated without a battery. The problem was traced to an intermittent connection on the auxilliary power cable board (590388). The event is not occurring more frequently or with greater severity than is usual for the device.